Manufacturer narrative:
Based on the claim against the product by the customer noting a broken jaw, an investigation is in progress. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. The instrument has not yet been received for evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the harmonic ace suddenly broke and a piece fell inside the patient. The entire piece was retrieved, and the procedure was completed using a backup harmonic ace. There was no known impact or consequences to the patient reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was found under endoscope visualization. All the fragments were retrieved because they fit together with the instrument. There was no additional surgical procedure required and no post-operative tests were performed. The surgeon believes it was an instrument quality problem. The instrument was used for about an hour and half prior to the issue. There were no abnormalities to the instrument when it was checked before usage. The surgeon was dissecting tissue when the issue occurred. There was no functionality issue, no instrument collision, and no removal of the instrument prior to the breakage. The surgeon felt no abnormal resistance upon removal of the instrument through the cannula. There was no injury to the patient.

Manufacturer narrative:
On 3/10/2023, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the harmonic ace instrument: the harmonic ace instrument was analyzed and found to have a cracked blade. There was no broken or missing piece observed. The harmonic ace instrument was connected to the in-house harmonic ace generator and an error message was observed. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is attributed to mishandling/misuse. Further observation of the instrument found that there was blade damage. The blade exhibited mechanical indentations. Nicks and gouges on the harmonic ace instrument blades may be attributed to use-related damage when attempting to cut incompatible material, mishandling the harmonic ace instrument, or misusing the instrument.

Event description:
Refer to h10/h11 for follow-up information.